Manufacturer narrative:
Bed found with a note attached saying "head will not stay up." After testing bed noticed head of bed is drifting downward slowly. Determined problem to be a faulty CPR valve. The CPR function on the bed is working. Replaced CPR valve to resolve this issue.

Event description:
Info received that the head of bed will not stay up. No injury reported.